Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-1007, awareness date 30-aug-2015). It refers to a female consumer of an unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. She stated that she had a total hysterectomy because of essure. Real great item that ruined her life. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted and she had total hysterectomy because of essure. During device therapy, surgical removal of essure may be required. Consumer provided very limited information however given the implied temporal relationship and lack of plausible alternative explanation, causality cannot be excluded and this case is regarded as incident since an intervention was performed. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 02-oct-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted and she had total hysterectomy because of essure. During device therapy, surgical removal of essure may be required. Consumer provided very limited information however given the implied temporal relationship and lack of plausible alternative explanation, causality cannot be excluded and this case is regarded as incident since an intervention was performed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.